Event description:
It was reported that the customer had a no delivery alarm when he tries to fill. Customer had swapped out their mio and was still having high blood glucose for about 3 weeks. Customer treated with an injection. Customer had a repeated no delivery message. Customer had a high blood glucose level of 500 mg/dl. Customer stated that he tried another set with a new reservoir. Customer was unable to complete troubleshooting at this time. Customer does not have another set and does not have the tubing clamp for troubleshooting. Customer was advised to change to the quick set as soon as he can. No further assistance needed.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.